Event description:
Patient was revised to address minimal discoloring of tissues, suspected metallosis. Also reported that patient requested revision and has a lawyer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec'd (B)(4) 2013. Litigation alleges the patient suffers from pain, difficulty ambulating, elevated levels of chromium and cobalt, and discomfort. Litigation also alleges that "gray-tinged synovitis" was noted during the revision surgery. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Update rec'd (B)(4) 2013- legal claim received. In addition to what was previously reported, inflammation, tissue/bone damage, pseudotumors, and limited mobility are alleged. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Patient was revised to address minimal discoloring of tissues, suspected metallosis. Also reported that patient requested revision and has a lawyer. Doi: (B)(6) 2007 dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.